Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir ring was loose. The customer reported that the pump to reservoir compartment ring the reservoir was loose unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete functional test and perform dat test and displacement test due to unable to lock reservoir in place. Unit was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, broken reservoir tube lip, scratched case, missing reservoir tube o-ring and missing retainer.